Event description:
A patient reported they saw their orthodontist who stated their teeth have become significantly more sensitive and appear to have "worsened." The patient reported they will cease treatment and seek professional help for their issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.